Event description:
A pump declared alarm 20 during the pumping process. There was no reported adverse impact on their blood glucose level. The customer was unable to load a new cartridge successfully as the alarm recurred despite assistance from technical support. As a result, technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to store and return the problematic pump. The customer agreed to use multiple daily injections as a backup insulin therapy and acknowledged the instructions provided.